Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not expose your pump to x-ray. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to an x-ray. There was no adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.